Manufacturer narrative:
The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis manifested by abdominal pain and cloudy pd effluent. The breach was further described as the patient did not wear a mask at the time of pd therapy. On the same day as onset, the patient was hospitalized for the peritonitis and began treatment with injection (inj) ceftazidime (1 gm, ip [intraperitoneally], od [once daily] ongoing); inj cefazolin (1 gm, ip, od, ongoing), and inj piptazobactam (4.5 gm, IV [intravenously], only single dose was given). The outcome of the peritonitis event was unknown. At the time of this report, dianeal therapy was ongoing. No additional information is available.